Event description:
The blood leak occurred with four dialyzers at cdc heather hill. All the leaks occurred immediately at onset of treatment. The two leaks were at initial use and other two leaks were at second reuses. No treatment was given to the patient(s).

Event description:
After co further investigation, co found that a part of the reported description was to be corrected and co would like to make correction as below: three bloos leaks occurred in two pts. Patient a: two blood leaks occurred on the same day. One dialyzer was at the 10th reuses and another one was at the initial use. Patient b: one blood leak occurred at the initial use.